Event description:
As per onkos case: bayley walker - liner and ring along with instruments needed. Patient medical history: 1. Left upper arm extraskeletal myxoid chondrosarcoma, with excision + pm flap + brachytherapy + rt in 2011. 2. Undisplaced # l humerus on (B)(6) 2017, healed on conservative mx, # again on (B)(6) 2018, stanmore bayley walker reverse shoulder replacement done on (B)(6) 2019. 3. Periprosthetic infection with 2 stage revision & lat dorsi flap on (B)(6) 2020. 4. Reimplantation of bayley walker rsr on (B)(6) 2020. Intra-op noted cortical perforation of distal humerus with plating done. 6. Modular taper dislocation with custom clamp application on (B)(6) 2024. 7. Glenohumeral dislocated noted on CT on (B)(6) 2025.